Manufacturer narrative:
(B) (4).

Event description:
The pt told the (B) (6) that the implantable neurostimulator needed to be replaced; it wasn't working. Follow-up with the pt's physician was recommended. Additional info has been requested, a f/u report will be sent if additional info becomes available.